Event description:
The pt called tech support during his cycler based peritoneal dialysis treatment with an m75 "volume error" in which he had only drained 69 ml/2500 ml. He added that this is not an ongoing issue and he has had the cycler since (B)(6) 2012. Additionally, there were no problems with setup and treatment had been completed the prior night. He did state that the cycler has been moved and repositioned because of recent travel. Treatment data provided for (B)(6) 2013 show a drain 0 volume of 8243 ml but the pt does state that he feels "fine" regarding the large drain volume. He added that he did not perform a daytime exchange. All treatment data is provided below: see scanned table. The reported large drain 0 following a net positive ultrafiltration treatment, exceeds the 180% drain criteria for a reportable device malfunction.

Manufacturer narrative:
A review was performed of the information provided. A large intra-peritoneal drain 0 volume was recorded following the pt's prescribed last fill volume from the prior nights treatment with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.